Event description:
It was reported that the patient presented with persistent low flow alarms and dizziness while at rest. The patient was alert and oriented. There were low flow alarms with the following parameters: flow - 0.4 liters per minute (lpm), speed - 5700 rotations per minute not fluctuating, pulsatility index (pi) - 3.3 (at baseline), power -4.6 watts (at baseline). An electrocardiogram was performed and found left bundle branch block. A basic metabolic panel (bmp) was performed. 500 ml of normal saline was administered with no change in flow. The patient was transferred on dobutamine. A computed tomography angiogram (cta) of the chest/abdomen was performed with evaluation of outflow graft. The log files were reviewed and captured constant low flow events starting on 30mar2024 and continued for remainder of the log. The flow dropped from a baseline of 4.5 lpm to less than 1 lpm with pi values noted to be non-variable and in 2 range. Pump power was also confirmed to have dropped to 1 w during these low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected outflow graft obstruction could not confirmed based on this evaluation. Additionally, the reported low flow alarms were confirmed through a review of the submitted log files; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. Review of the submitted log files revealed that the device was operating at intended until (B)(6) 2024 at 11:34:30 when the flow suddenly decreased below the low flow alarm threshold of 2.5 liters per minute lpm, to as low as 0.2 lpm, resulting in a continuous low flow hazard alarm. No other notable events or alarms were captured. A specific cause for the sudden drop in flow cannot be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.